Event description:
This is the 4th nsc strata valve placed in this patient. 1st - placed april 2010, lot# c53262; 2nd - november 2010, lot# c65816; 3rd - november 2011, lot# d00419; and the current on placed in february of 2012.